Event description:
It was reported by the customer that a pyxis medstation es system station disconnect mode and beeping sound continuously. Customer stated that replug all the cables and reboot, but station keeps continue to do a beeping sound. There was able to remove the medication from another station and there are no delay to the patient care workflow as user was able to remove meds. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined station was powered off by the customer. A field service engineer resolved the issue by securing the usb cable. The system functioned as intended after field service engineer troubleshooted the device.